Manufacturer narrative:
Device serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of low power hazard, power cable disconnect, and no external power alarms was confirmed via log file analysis. A review of the event log file contained data spanning approximately 6 days ((B)(6) 2024 per timestamp). On (B)(6) 2024 at 17:44:19 and 21:08:04, while connected to the mobile power unit (mpu), low power hazard and power cable disconnect alarms activated due to losses of alternating current (ac) power. The alarms transitioned into no external power alarms at 17:44:23 and 21:08:08. The alarms resolved at 17:44:34 and 21:08:25, after external power was restored to the mpu each time. The backup battery was able to provide support to the system during both no external power events. Pump power operation was not affected. The heartmate mobile power unit (s/n: unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log file was sent for review. A review of the log file revealed a couple strings of low power hazard, power cable disconnect, and no external power alarms on (B)(6) 2024 at approximately 5:44 pm and at approximately 9:08pm while tethered on the mobile power unit.